Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient that the patient experienced and infection at the ipg pocket site. As a result, surgical intervention was undertaken in (B)(6) 2021 wherein the ipg pocket was washed out.